Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). No sample has been returned for investigation. Without the actual sample a thorough investigation can not be performed. 1. The production documentation of this production order was checked result: there are no irregularities in the production order (B)(4). 2. Checking the results of the worker self check and in-process control result: there are no irregularities in the ipc and wsc documented 3. Checking the inventory and batch tracing result: there is no more inventory to the above mentioned batch. Comment: about the a.m. Points the production have not found any differences and irregularities.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently on shipping from france to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): catheter-damaged-broken.